Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted and no unlocked lcd keypad connector during visual inspection. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarms noted. Device was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump randomly alarms no delivery during prime and the buttons are hard to press. Blood glucose has been between 200 and 212 mg/dl. Customer also reported that she experienced high blood glucose of 400 mg/dl the night prior to calling. The customer did not recall any significant events; just that she wears the device inside her bra. The insulin pump was replaced and returned for analysis.